Event description:
It was reported that during the deployment of a vena cava filter, the filter tilted. No attempt was made to retrieve the filter. There is no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.